Event description:
Customer reported an increased positivity rate when switching to sars-cov-2 tma uncapped workflow on panther instrument sn (B)(4) using assay lot 275732. 44% of positive samples retested on a roche platform had discrepant results. The positive results were reported out, but corrections were made by the lab. Hologic technical support (ts) reviewed wl (B)(4) as part of a general log review for this instrument.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and noticed customer mixed samples by pipetting when it is advised to mix by inversion. Hologic production applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues; there was no pattern observed with positive results, the controls were consistent, and runs typically exhibited a clear distinction between negative and positive results. Hologic field applications specialist (fas) retrained customer on performing uncapped workflow and proper sample-handling according to package insert. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Manufacturer narrative:
Amended information in section b5 describe event or product problem. Customer reported an increased positivity rate when switching to sars-cov-2 tma uncapped workflow on panther instrument sn (B)(6), using assay lot 275732. Customer stated 44% of positive samples retested on a roche platform had discrepant results, but customer did not specify which samples were discrepant. The positive results were reported out, but corrections were made by the lab with no associated/reported adverse events. Hologic technical support (ts) reviewed wl (B)(4) as part of a general log review for this instrument, which had 72 suspected false positives out of 248 samples. The information provided by the customer was insufficient to characterize any sample as a confirmed false result.